Event description:
Medtronic representative reported the sit was unable to transfer an image from the orbic. The surgeon was unable to get a successful transfer of the images so he chose to discontinue the use of navigation. No impact on the patients outcome was reported.

Manufacturer narrative:
No files or parts have been returned to the manufacturer.